Manufacturer narrative:
No product returned for evaluation. A photocopy of the device box was the only item returned for evaluation. The information provided on the returned copy stated the customer disposed of implant. As a result no additional evaluation can be performed. A review of the nonconformance database did not identify any manufacturing issues with this lot. No additional action is required. (B)(4).

Event description:
It was reported that during meniscal repair procedure, it was reported that device prematurely deployed during meniscal repair. It was reported that both implants just fell out when trying to deploy when needle was through capsule. The surgeon was confident that all debris and both implants were removed. An ipsilateral approach was used for the medial repair of the red/red area of the meniscus. Another fast-fix was used as a backup device. The patient was noted to be okay post-procedure. The case was completed with a backup device. There was a delay that did not exceed 5 minutes.